Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to a faulty ECG primary shield on the analog board. All ECG/mfe shields were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.